Event description:
It was reported that the procedure was to treat a perforation of the mid left anterior descending artery. The 2.8 x 19 mm graftmaster stent was implanted; however, the perforation was not sealed. Five coils were then implanted and pericardiocentesis was performed. The patient was confirmed to be stable post-procedure and given an impella pump on (B)(6) 2015 to assist with recovery of the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent graft leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.